Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending and left main arteries. After rotablator atherectomy and shockwave was performed, a 3.00 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. A 2.0 balloon was used in the ramus to protect the vessel. The physician pulled the stent delivery system (sds) back to the proximal part of the stent and inflated the stent balloon to deploy the stent. However, when the stent balloon was pulled out after it was deflated, the shaft broke. The device was removed with the guide all together. The procedure was successfully completed with a new guide catheter, guide wire, and post dilated with a new balloon. There were no patient complications reported.